Event description:
A healthcare workder complained of stinging sensation with skin discoloration on the left thumb. This occurred upon removal of a load from a completed sycle. The worker did not seek medical attention.